Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic stated that the insulin pump had an unexpected power error alarm and failed battery alarm. Customer stated that they received multiple pump error alarm and software failure alarm. No harm requiring medical intervention was reported. The customer will discontinue use of the devise.

Manufacturer narrative:
Customer returned device for an alleged unexpected battery power loss or replace battery alert/replace battery now alarm, failed battery alert/battery failed alarm, pump error 54 alarm, pump error 3 alarm and pump error 53 alarm found on 01-may-2022. The device passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08715 inches. However, the device had a high sleep current measurement. The device was monitored and no pump error 54 alarm, pump error 3 alarm and pump error 53 alarm noted. Successfully downloaded history files and traces using thus. There was no pump error pump error 54 alarm, pump error 3 alarm and pump error 53 alarm recorded in the formatted history filer for the event date. However, pump error 3 alarm and pump error 54 alarm were recorded and found in the formatted history file on 05/20/2022 11:49:17.000 and 05/20/2022 11:49:19.000. Pump error 3 alarm and pump error 54 alarm due to software error (linenumber = 1421; filenumber = 32122). Pump error 53 alarm was recorded and found in the formatted history file on 05/20/2022 11:50:12.000 and 05/20/2022 11:50:38.000. Pump error 53 alarm due to software error (linenumber = 5632; filenumber = 2005). Power management graph was successfully generated. The loaded voltage (loaded vlith) and the unloaded voltage (unloaded vlith) display at the power graph management tool shows abnormal behavior. No alarms or alerts noted during the testing. No power error 25, power loss alarm, unexpected battery power loss or replace battery alert/replace battery now alarm and failed battery alert/battery failed alarm recorded in the formatted history file for the event date. However, low battery alert was recorded and found in the formatted history file on: 05/01/2022 06:42:00.000 and insert battery alarm was recorded and found in the formatted history file on: 05/01/2022 14:06:39.000 device was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electrical board force sensor, motor and vibrator assembly noted. The original electrical board 2 was installed in a test electrical board 1, case, internal battery and motor. Powered the device on using the battery simulator and continued testing. The device failed the sleep current measurement. The original electrical board 1 was installed in a test electrical board 2, case, internal battery and motor. Powered the device on using the battery simulator and continued testing. The device passed the sleep current measurement. The device had a high sleep current measurement, suspected on the electrical board 2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a pillowing keypad overlay, a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment and a serial number label missing. Failed battery alert/battery failed alarm was not confirmed. Unexpected battery power loss or replace battery alert/replace battery now alarm confirmed. Unexpected battery power loss or replace battery alert/replace battery now alarm, suspected on the electrical board 2. Pump error 54 alarm, pump error 3 alarm and pump error 53 alarm were confirmed due to software error. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.